Event description:
It was reported that, "patient came to surgeon for pain and instability. Actual poly shows significant wear. A lot of loose cement which possibly contributed to the poly wear as per surgeon."